Event description:
It was reported that the burr became stuck with the guidewire. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 1.25mm rotalink burr and a 330cm rotawire were selected for use. During the procedure, while advancing prior to the lesion, it was noted that the guiding was not supporting. After several attempts, the burr became stuck on wire. Both devices were removed together and intact from the patient and the procedure was cancelled as patient was referred for coronary artery bypass graft. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The sheath, coil, burr and annulus were visually examined. Inspection of the device found that the sheath and coil were separated at 143cm from the burr, the coil was stretched and broken at the point of detachment, and that the annulus was damaged. The rotawire used in the procedure was returned and used for analysis. During analysis, it was found that the returned rotawire could be removed with resistance, but was unable to be reinserted due to the damage to the annulus. Further functional testing of the device was unable to be performed due to the damages identified to the coil and sheath. The device was unable to be rotationally tested and clinical circumstances were unable to be replicated.

Event description:
It was reported that the burr became stuck with the guidewire. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 1.25mm rotalink burr and a 330cm rotawire were selected for use. During the procedure, while advancing prior to the lesion, it was noted that the guiding was not supporting. After several attempts, the burr became stuck on wire. Both devices were removed together and intact from the patient and the procedure was cancelled as patient was referred for coronary artery bypass graft. No patient complications were reported.